Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported blackout during inspection for use involving an olympus gastrointestinal videoscope. There was no patient injury reported.